Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that prior to implant the helix was partially exposed and would not retract. The helix seemed to catch on the white band at the tip of the lead. The lead was not used and a new lead implanted. There were no patient complications reported as a result of this event.